Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
Patient exhibited 2mm of glenoid radiolucency approximately three months post implantation.